Event description:
It was reported that a Polaris Ultra Ureteral stent was used in a Ureteroscopy procedure in the ureter. During insertion, the stent could not go through the guidewire and it was noticed to be torn. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block H6: Device code A0414 captures the reportable event of stent torn material inside the patient. Block H11: Investigation Analysis. The device was disposed; therefore, a technical analysis could not be performed. A review of the Device History Record (DHR) was performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A Risk Review was completed and confirmed that the event of Stent/Delivery System Difficult To Advance and Stent Torn Material were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A Similar Complaint Review was completed. There were no emerging trends identified that warrant further action. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.